Manufacturer narrative:
Piece was not received yet for investigation. The lot number of the device is not available at the moment.

Event description:
Screwdriver tip breakage during surgery. The tip fell into the patient and it was promptly removed successfully.